Manufacturer narrative:
A therapy off event was reported to abbott. A therapy off event was confirmed via logs. Logs confirmed the ipg auto reset about 50 days after implant. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system had reset about 50 days after implant. Actions have been taken to prevent reoccurrence.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Manufacturer narrative:
Section h9: fsca number added.